Event description:
The service reports shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) could not duplicate the event, but he did verify the error code in memory. The cse inspected device and added the emi upgrade as a precautionary action. The unit passed extended self testing.